Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and pain are listed in the supera peripheral stent system instructions for use as known potential adverse events. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left popliteal artery. The patient presented with a thrombosed and fractured previously implanted non-abbott stent. A 6x60mm supera peripheral self-expanding stent (ses) was advanced and deployed without issue. One-hour post-procedure, while the patient was in recovery, the patient experienced pain in the left leg and a thrombus was noted at the implanted supera stent. The patient was then taken for bypass surgery. The bypass surgery was successful, and the patient remained an extra night in the hospital for observation. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.